Event description:
As reported by the user facility: reports overinfusion. A 250ml bag of heparin was being infused at 6.1ml. Bag had less than 100ml after only 6.5 hours. When biomed inspected pump with loaded tubing, it was noted that the silicone portion was loaded with a full twist across the parastolic pump fingers at the left end. No pt injury. Add'l info received from facility via medwatch form (B)(4) indicates pt received a bolus of infusion instead of a slow infusion rate of 6.1 ml/hr -- with the IV pump programmed at the correct setting, dose , and rate. At 0130, primary rn noted the IV heparin bag was almost empty when she stopped the IV pump per protocol, based on the antixa level results of 1.10. The 250ml heparin bag (new bag) was started by primary rn with a rate of 6.1 ml/hr based on a dose of 10 units/kg/hr with the pt's weight of (B)(6). From 1912 up until 0130 (about 6.5 hrs), the total heparin infusion should have been 39ml. There was only about less than 100ml left in the bag when the rn noted the incident. This was verified by another rn. The pt was infused with at least three times as programmed. We validated the pumps settings with two rn's before we turned it off with settings as follows: rate 6.1 ml/hr; vtbi - 185; conc - 25,000u/250 ml; dose - 10u/kg/hr. These are correct settings based on the md orders and heparin protocol using the acs nomogram. The pump has been sequestered, together with the primary IV tubing and the heparin bag. The pt is stable at this time, with no signs or symptoms of bleeding. Md notified, labs have been drawn and the protocol will be followed as ordered. Ans is also aware of this event. The heparin drip is still on hold at this time as the antixa level is still critically high and continuously trending up. This pt is a (B)(6) male admitted on for a subacute stroke, was placed on the heparin drip because of a right internal carotid artery occlusion and left internal carotid artery critical stenosis. He is scheduled to have surgery (endarterectomy). He is closely monitored.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4). This report has been identified as b. Braun (B)(4).. The software version on this pump in the reported event is g03. The actual pump involved in the incident was not returned for eval by the facility; however, a photo was sent by the facilities biomed department depicting the IV set silicone tubing segment when the pump door was initially opened after the reported event. The image provided illustrates the loaded IV set in the pump channel twisted a full rotation. This set misloading condition does not allow the pump's peristaltic fingers to properly contact the silicone tubing segment in order to properly regulate the infusion rate. In accordance with the instructions for use, the silicone tubing segment should not be twisted during set loading. A label with this warning is also affixed to the inside of the pump door. As an added precaution to aid the user on proper set loading, a line of stars is printed on this silicone tubing segment in order to provide a visual indication that the tubing is inserted straight and not twisted. Without the actual pump, a thorough eval could not be performed, however it appears the most likely cause of the reported overinfusion was the incorrect loading of the IV tubing segment into the infusion pump. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available, a follow-up report will be filed.